Event description:
The following description of the event was copied by a carefusion technical support specialist from an email from the distributor in (B)(6). "(B)(4), the uim screen failed. It still powered up but you couldn't see anything. There was no pt incident."

Manufacturer narrative:
On (B)(6) 2015 carefusion requested add'l info from the dist in (B)(6) on the reported event. As of february 10, 2015 there has been no response from the dist. (B)(4). The foreign dist determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). Carefusion issued a return goods authorization (rga) number to the foreign dist for the return of the alleged faulty user interface module (uim) for eval. As of february 10, 2015 the alleged faulty user interface module (uim) has not been rec'd. Should the alleged faulty user interface module (uim) be rec'd and evaluated, a f/u medwatch report will be submitted.